Event description:
The staff alleged the bed quickly lowered from high to low position, allegedly causing an injury to the foot of the visitor. The account reported that x-rays were negative for fractures, but the vistor's foot was swollen.

Manufacturer narrative:
The hill-rom technician stated that he inspected the affinity bed and found the bed was functioning normally. He also stated that the warning label, "keep feet clear", that is affixed to the base frame, was intact and legible on both sides of the bed frame.